Event description:
It was reported while in the ICU the md prepped the iab per instruction. A sheath was inserted in the right femoral artery. As the md began to advance the iab through the sheath, resistance was felt and the iab became stuck in the sheath, the md removed the sheath and iab as one unit. The md inserted another iab successfully. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.